Event description:
The device was used during an ovarian cyst procedure. Reportedly, a component disengaged into the pt's cavity. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.